Manufacturer narrative:
Review of lot history records for the involved device is pending.

Event description:
Patient developed an ulcer in the left axilla within 2 weeks post miradry treatment. The treating clinic stated the ulcer healed but resulted in scarring and hyperpigmentation.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed an ulcer in the left axilla within 2 weeks post miradry treatment. The treating clinic stated the ulcer healed but resulted in scarring and hyperpigmentation.